Event description:
Healthcare professional (hcp) reports three fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatments without incident. Dialyzers were reused 11, 12 and 12 times prior to the reported events. Hcp reports no pt injury or need for medical intervention.

Event description:
Healthcare professional (hcp) reports three fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatments without incident. Dialyzers were reused 11, 12 and 12 times prior to the reported events. Hcp reports no pt injury or need for medical intervention.

Event description:
Healthcare professional (hcp) reports three fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatments without incident. Dialyzers were reused 11, 12 and 12 times prior to the reported events. Hcp reports no pt injury or need for medical intervention.